Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one flexible shaft connector (part # 351.16j, lot # 9629723) was returned for investigation. The flexible shaft connector (351.16j) is a component of the flexible reamer set which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and tibial nails. The device was received disassembled into six (6) subcomponents. One of the two bars is missing and was not returned. The exact cause for the missing components is unknown, but they were likely lost while the device was disassembled in sterile processing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. A service history review was attempted the investigation of the complaint articles has shown that: :no service history review can be performed as part number 351.16j with lot number(s) 9629723 is a lot/batch controlled item. The manufacture date of this item is 4-nov-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 29.oct.2015, part 351.16j lot 9629723 no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary (im) nail of tibia procedure on (B)(6) 2016, a flexible shaft connector was discovered broken on the back table. All the parts were safely removed. There was no harm to patient and no time delay reported. The broken device was not used on the patient. The surgeon used another device to complete the surgery without further complications. This complaint contains one device.